Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that both the atrial and rv leads were dislodged due to the patient moving their arm around. The physician elected to go back into the pocket to reposition the leads but had difficulties. The leads we re explanted.